Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A facility representative reported cylinder readings are inconsistent between analyzer guided cataract cases. Upon follow up, surgeon did not change of pre-operative implant choices or plans based of the analyzer recommendations.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction / incident. (B)(4).

Event description:
Upon additional information received, patient measurement seemed off so an artificial eye was used to try and reproduce the patient measurement. Surgeon used original pre-operative plan and there were no post-operative unexpected outcomes or explants. Patients were reported to be fine.